Event description:
The customer reported being in the emergency room due to high blood glucose of 580mg/dl. The customer experienced diabetes ketoacidosis and vomiting. Troubleshooting was performed, and the drive support cap appears to be normal. The time, date, basal rates, and bolus wizard settings were correct. Assisted the customer to run a manual prime test and the insulin did exit. Performed a high pressure test and passed. Reviewed the alarm history and found no delivery and battery alarms. During the call, the customer mentioned getting no delivery alarms, but the issue was solved after changing the infusion set. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.